Manufacturer narrative:
Correction: device manufacture date - oct 9, 2012 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction or a problem with the board inside the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The issue was detected during preparation for use in an unknown procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a slight disconnection of the oredome part. Inspection and testing of the returned device found abnormal coloring of the image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the color tone of the image was abnormal, the insulation during high-frequency treatment could not be secured, the bending angle was insufficient, there was a rattling at the connection between the insertion pipe and the operation part, there were scratches on the curved rubber, the curved rubber adhesive was missing, scratches were found on the operation part, scratches were found on the grip, scratches were found on the right/left lever, scratches were found on the up/down/left/right plates, there were stains on switches 1-3, scratches were found on the nigiri cover, scratches were found on the video connector, scratches were found on the light guide connector, scratches were found on the light guide cover glass surface, and scratches were found on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.